Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported 10 august 2020 that the ostomy was evaluated by a gastroenterologist in june and a new granuloma was found with fluid discharge. A fluid sample from the stoma site was sent for culture and staphylococcus and fungi were found. The patient received unknown antibiotic treatment. The granuloma now shows improvement. Instructions for care of the stoma site were given.

Event description:
On 04 jan 2021 it was reported that due to the granuloma worsening the peg-j was removed. The patient will remain without the peg-j until the stoma heals. An nj was placed and the patient will receive duodopa from the nj until the date of peg-j re-placement. It was reported that the stoma at this stage shows no infection, only the granuloma remains. On (B)(6) 2021 the patient had the peg-j replaced.

Manufacturer narrative:
Reference record (B)(4). The y-connector, click adaptor, peg-tube, and j-tube were returned. The peg and j tubes were received cut into two pieces. This damage likely occurred when the tubing was removed from the patient and would not contribute to the reported event. A visual inspection was performed. No additional damage was observed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.